Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2016 was used as estimate as it was reported that the device was implanted in 2016.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to the device not working properly. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.